Event description:
On (B)(6) 2025, it was reported that a beta bionics ilet user experienced a hyperglycemic episode with a blood glucose value of 254 mg/dl after repeated sensor connection issues. The user replaced the dexcom g7 sensor, entered a fingerstick value into the ilet, and insulin delivery resumed. No outside medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.